Event description:
Nurses heard a high pitched steady tone in a patient's room and discovered the infusion pump was alarming with a flashing display. While investigating the problem they discovered that the rate had changed from the programmed 16.0 ml/hr to 100ml/hr. Nurses replaced the pump with a different one and notified biomed. Nurses noted that the pump was running on battery at the time of the event and that they did change the setting back to 16ml/hr before deciding to replace the pump. Biomed recorded settings and error codes. While pump was on for this purpose, the device displayed an alarm similar to that described by the nursing staff.